Event description:
It was reported that during a surgery when surgeon used the good package probe, the handle emitted heat, expanded, and cracked. A backup device was available to complete the procedure with no delay or patient injuries.

Manufacturer narrative:
An evaluation was performed by smith & nephew and could confirm the customer complaint for the handle emitted heat, expanded, and cracked. A visual inspection was performed and showed the probe has been used in the field and in very poor condition. The distal tip electrode is severely worn and the insulation is damaged. This damage created a leak path causing the handle to emit heat. The root cause is excessive use. No manufacturing related defects were observed.